Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported that the patient had a recalled mobile power unit (mpu) (serial: (B)(6). Inspection of the returned unit revealed that a capacitor on the power supply printed circuit board assembly (pcba) was nonconforming. The root cause of the reported event was determined to be that a capacitor component on the power supply pcba was nonconforming. Abbott has initiated a corrective and preventative action (CAPA) to further address the observed issue. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. D are currently available. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their mpu and system controller. The heartmate 3 patient handbook (rev. D, section entitled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for the mobile power unit (mpu), serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that mobile power unit (mpu) was replaced.